Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). No adverse patient effects have been reported.